Event description:
It was reported that there was a lesion in the ostial left main (lm) with previous coronary angiographic bypass graft (CABG). There was also a new lesion in the left internal mammary artery, which was occluded distally, and another lesion in the proximal left circumflex (lcx). After placing a 4.0 x 12 mm xience v stent in the ostial lm, a 2.5 x 18 mm xience v was advanced to treat the proximal lcx; however, during advancement the device failed to cross and it was noted that the stent had dislodged from the balloon in the pt's vessel. A snare device failed to capture the stent, the stent was left in the pt and the stent delivery system was removed. The pt is in a very good condition with a triple anti-platelet therapy. No add'l info was provided.

Manufacturer narrative:
(B)(4) - for placing a stent distal to a stent implanted in the same procedure. (B)(4). Eval summary: eval of the returned xience v stent delivery system (sds) noted blood in the guide wire lumen, which is consistent with the loading of a guide wire. The stent implant and protective sheath were not returned and the balloon folds were slightly relaxed, which is consistent with the reported info that the stent was dislodged. However, crimp marks were visible on the balloon and between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. Stent dislodgement can be influenced by many factors, including, but not limited to; improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling of the stent during prep, and interaction with the lesion, accessory devices, and/or previously implanted stents. It is possible that the stent became disrupted on the balloon while attempting to advance and retract the sds through the anatomy and/or the previously implanted stent, which may have then contributed to the reported stent dislodgement. Since there was no note of any damage to the sds or stent implant observed prior to the procedure, this suggests a product quality deficiency did not contribute to the reported difficulties. The stent was left in the pt when a snare device failed to capture the stent. Reportedly, the left main (lm) was stented prior to the left circumflex (lcx). It should be noted that the xience v instructions for use (IFU) cautions the user that when treating multiple lesions, stent the distal lesion prior to stenting the proximal lesion. Stenting in this order obviates the need to cross the proximal stent in placement of the distal stent, and reduces the chance of dislodging the proximal stent. The inability to cross a lesion can be affected by numerous factors including, but not limited to, pt anatomical morphology, pt disease state, pre-dilatation strategy, device placement technique, crossing previously implanted stents, device size selection, and accessory device support; and is typically not associated with a product quality deficiency. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to this complaint. Additionally, on-line test data for this lot shows all units passed the mfg criteria. This suggests that there are no lot specific product quality deficiencies. The failure to cross and stent dislodgement appear to be related to operational context. The profile on all stent delivery systems are confirmed by visual and dimensional checks on the mfg line before release. Additionally, all stent delivery systems are 100% visually inspected online for stent placement and a sampling of units is destructively tested to verify stent dislodgement force.